Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 420 mg/dl. The customer stated that the blood glucose was raised after dinner and treated with bolus. The customer was using the insulin pump system within 48 hours of the reported high bg event and it is unknown whether the auto mode/smart guard feature was active or inactive at the time of the event. Troubleshooting was declined by the customer. The customer will continue using the device and the insulin pump will not be returned for analysis.